Event description:
The customer observed positive alinity I hiv ag/ab combo results when processing on the alinity I processsing module. A sample ID (B)(6) (female, 60 years old) tested alinity I hiv ag/ab combo reactive of 1.29, 4.18 s/co and retested nonreactive of 0.16 s/co. Reference range: <1 s/co. The customer observed crystals on the sample probe, cleared the crystals and tested again with different samples from the same patient generating nonreactive results 0.13, 0.15 s/co. No impact to patient management was reported.

Manufacturer narrative:
Section a, patient identifier reached maximum character limit, the complete sid is (B)(6). Section e1 initial reporter establishment name reached maximum character limit, the complete name is (B)(6) hospital. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed positive alinity I hiv ag/ab combo results when processing on the alinity I processsing module. A sample ID (B)(6), (female, 60 years old) tested alinity I hiv ag/ab combo reactive of 1.29, 4.18 s/co and retested nonreactive of 0.16 s/co. Reference range: <1 s/co. The customer observed crystals on the sample probe, cleared the crystals and tested again with different samples from the same patient generating nonreactive results 0.13, 0.15 s/co. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found crystals on the alinity pipettor probe. The part was cleaned, and the issue was resolved. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the alinity pipettor probe did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6), or the alinity pipettor probe.